Event description:
Additional information became available that after changing the lead configuration for out-of-range (oor) impedances, the patient is now getting diaphragmatic stimulation when lying on their side. Boston scientific technical services (ts) was consulted and suggested a chest x-ray as this is a recent implant, it could be a connection issue. The boston scientific sales representative (sr) stated there was an x-ray taken with inconclusive results. The sr will discuss this with the physician. To date, the lead and device remain implanted.

Event description:
Boston scientific received information that this patient's home monitoring system detected a high out-of-range (oor) impedance value on this left ventricular (lv) lead. The physician wanted to view this alert but noted that the alert had been overwritten in the device due to two daily measurements taken in the same day. The programmer would only show the most recent value. The lead and device remain in service at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.